Event description:
This report summarizes 24 malfunction events in which the device reportedly overheated. 23 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 24 previously reported events are included in this follow-up record. Product return status 15 devices were received. 9 device investigation types have not yet been determined. Event confirmation status 11 devices were found to be affected by lubrication breakdown. 4 devices were found to be affected by corroded bearings.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 28 previously reported events are included in this follow-up record. Product return status 20 devices were received. 8 devices were not available for evaluation.

Event description:
This report summarizes 28 malfunction events in which the device reportedly overheated. - 27 events had no patient involvement; no patient impact. - 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 28 previously reported events are included in this follow-up record. Product return status: 19 devices were received. 8 devices were not available for evaluation. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 28 malfunction events in which the device reportedly overheated. 27 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 24 events were originally reported for this failure mode during the reporting quarter. - 4 events were inadvertently excluded. 28 reported events are included in this follow-up record. Product return status 19 devices were received. 9 device investigation types have not yet been determined.

Event description:
This report summarizes 28 malfunction events in which the device reportedly overheated. - 27 events had no patient involvement; no patient impact. - 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 24 events were reported for this quarter. Product return status: 7 devices were received. 17 device investigation types have not yet been determined. Event confirmation status: 3 reported events were confirmed. 4 reported events were not confirmed. Evaluation results: 4 devices were found to be affected by lubrication breakdown. 3 devices were found to be affected by internal corrosion. 24 devices were not labeled for single-use. 24 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 24 </noe> malfunction events in which the device reportedly overheated. 23 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.